Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. No pump error 23 or error 49 alarms noted during testing. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with serial number label missing. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated that insulin pump was frozen last night, insulin was not delivered, hard to reset, was beeping constantly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.